Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the burr device could not be detached from the attachment device during use on a patient. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: "the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a damaged component - bearings. It was also determined that the device failed pre-test for nose tube assembly and cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.